Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a generator change out procedure, the atrial lead exhibited intermittent capture. The lead was explanted and replaced. The patient tolerated the procedure well and was in stable condition.